Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up in clinic, the device reached elective replacement indicator due to premature battery depletion. The device was explanted and replaced with no patient consequences.